Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
A customer notified baxter corporate product surveillance (cps) of one clearlink continu-flo w/2 portmanifold - 10dpm nv in which a separation was observed at the manifold. This occurred when the nurse took the set out of the packaging. It was reported that the set separated in to two pieces. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).a root cause was not determined for the reported issue. This issue is being investigated through CAPA.